Event description:
Fibers are breaking off and being left behind-vagina [foreign body in reproductive tract] upon removal there is significant fraying/separation on the end of the tampon [complication of device removal] fraying/separation on the end of the tampon [device breakage] cause was traced to design [product design issue] case description: consumer reported via email that the tampons are fraying and separating; believes that some fibers are breaking off and being left behind. No serious injury was reported. Lot numbers- 9305d541111057, 34664/6056 21:50, 351164/6056, 36162/6086 06:51. 03-jun-2021 product investigation result: cause was traced to design. Action plan is in place.

Event description:
Fibers are breaking off and being left behind-vagina [foreign body in reproductive tract] upon removal there is significant fraying/separation on the end of the tampon [complication of device removal]. Fraying/separation on the end of the tampon [device breakage]. Cause was traced to design [manufacturing issue]. Consumer reported via email that the tampons are fraying and separating; believes that some fibers are breaking off and being left behind. No serious injury was reported. Lot numbers- 9305d541111057, 36132/6086 06:51, 34664/6056 21:50, 351164/6056. 03-jun-2021 product investigation result: cause was traced to design. Action plan is in place.

Event description:
Fibers are breaking off and being left behind-vagina [foreign body in reproductive tract] upon removal there is significant fraying/separation on the end of the tampon [complication of device removal]. Fraying/separation on the end of the tampon [device breakage]. Case description: consumer reported via email that the tampons are fraying and separating; believes that some fibers are breaking off and being left behind. No serious injury was reported.